Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an extended bolus was delivering and the customer had not requested the bolus. Customer's blood glucose level was not impacted. Review of pump data by tandem technical support showed several activities for extended boluses that day. Multiple attempts were made by tandem technical support to troubleshoot the issue; however, the contact did not respond.